Event description:
"It was reported that a patient's pump (who was receiving orencia infusion) was beeping. The rn went into room and found pump to say ""air in line"" and the orencia medication bag was empty. When assessing the tubing, a lot of air was in the tubing way past the sensor at the bottom of the channe. The whole line of tubing was full of air until about two feet or so away from the patient's peripheral IV site. The last two feet or so of tubing before reaching the patient still had the orencia medication solution in it. The rn called the charge rn in room to also assess the tubing. Apn & manager notified. There was no harm to patient as no air reached the patient. It was later confirmed by on site bd teams that the infusions finished within the expected time but were found with air past the sensors with approximately 10 ml left to infuse. "

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.